Event description:
It was reported that during an ureteroscopy for kidney stones, the fiber detached from the connector. The fiber was tried to be reattached, but it did not work. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified a detachment of the connector. The fiber analysis also indicated the fiber body was broken into two pieces. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the separation. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break, leading to the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during an ureteroscopy for kidney stones, the fiber detached from the connector. The fiber was tried to be reattached, but it did not work. Due to this, the procedure was completed using another device. There were no patient complications.